Event description:
It was reported while performing transseptal puncture during a cardiac ablation procedure, plastic fragments from an 8.5f transseptal dilator occluded a non sjm transseptal needle. As the non sjm transseptal needle was advanced into an 8.5f swartz sl0 introducer, resistance was noted. The device was flushed with contrast media to viewing tenting prior to the transseptal puncture and an occlusion of the non sjm transseptal needle was noted. The needle and sheath were removed from the patient and it was noted that the needle was occluded with plastic from the dilator. The procedure was completed with another swartz introducer with no consequences to the patient.

Manufacturer narrative:
One 8.5f transseptal dilator was returned for evaluation with two small sealed pouches containing coiled blue plastic shavings. No anomalies were noted with the dilator. The distal 3.0 inches of the dilator were cross sectioned open which revealed scratches along the inner wall, consistent with skiving. The transseptal needle used in conjunction with this case was not returned and may have aided in a more thorough investigation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.